Manufacturer narrative:
Investigation ¿ evaluation: the device was not returned for evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A review of the instructions for use, quality control data and specifications was conducted. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record was not able to be performed as the device lot number was not provided. A review for additional complaints for this device lot could not be completed without the device lot number. The general surgeon explored and found the opening in the bladder where the suprapubic tube entered the bladder. It was extraperitoneal, outside of peritoneal sac. The opening into the bladder was about 2 mm in diameter. According to the instructions for use (IFU), a 3 to 4 mm incision is required to place the catheter. The surgeon noted the opening to be 2mm. There is no information regarding the reason the catheter was ¿cut¿ in the ER. It is reasonable to suggest catheters are cut in order to deflate the catheter balloon but, the purpose for cutting the catheter is never mentioned in the event description. The physician believes the balloon deflated and the catheter came out of the hole. Per the clinical assessment physician, an intact balloon would not have come out of that hole, which leaves one possibility that the balloon failed. There is no visual description of the balloon (e.g. Inflated, deflated, damaged) when the suprapubic catheter was attempted to be removed or after it was removed. It should be noted per the IFU, ¿it is recommended the balloon¿s fluid volume be checked every 3 to 5 days and then re-inflate with recommended volume.¿ this patient was 4 days post op and there is no information that the balloon volume was being monitored. There is no mention that the suprapubic catheter was not positioned in the bladder when the patient presented to the ER. There is no information regarding the checking of the balloon prior to placement. There is no mention of the amount of sterile liquid instilled into the balloon for inflation. Per the IFU, ¿using excessive pressure to inflate the latex balloon on this device can cause the balloon to rupture. Inflation of the balloon 2 ¿ 3 times with an appropriate inflation medium prior to use will allow easier inflation of the balloon.¿ there is no information regarding the patient¿s anatomy that may have contributed to this event. There is no information regarding the initial placement of the device that may have contributed to this event. There is no information regarding securing of the device to prevent pulling or tension that may have contributed to this event. Per the IFU, ¿secure the catheter to the skin using suture or tape.¿ despite attempts to obtain further information regarding the patient¿s status, product and event details, no further information has been provided. Based on the information available, a definitive root cause could not be established. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
As reported by the physician of a (B)(6)-year-old female patient with multiple sclerosis, on (B)(6) 2017, the patient had a rutner suprapubic balloon catheter set placed. Per the physician, the device went in easily in the initial procedure. The balloon was inflated with 4 cc of sterile water, everything looked fine and the patient went home. Four days later, on (B)(6) 2017, the patient presented to the emergency room and was found with a belly full of urine. The emergency room doctor called the physician and reported the patient had a ruptured bladder. When the physician arrived at the hospital, the catheter had already been cut and discarded. It was determined the bladder had not ruptured. A tiny pinhole was found in the bladder. The physician believes the balloon deflated and the catheter came out of the hole. The general surgeon explored and found the opening in the bladder where the suprapubic tube entered the bladder. It was extraperitoneal, outside of the peritoneal sac. The opening into the bladder was about 2 mm in diameter. Repair was done to the bladder with no adverse effects to the patient. No portion of the device remained in the patient¿s body. Additional patient, device and event information has been requested from the user facility.